Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test was not able to be completed due to an error alarm internal error blocking communication. A review of the downloaded data confirmed the reported event of a loss of connection. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a loss of connection between the transmitter and receiver. The device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed. No additional patient or event information is available.